Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed to open. A field service engineer identified that the pyxibus auxiliary cable to the smart remote manager was loose, which was likely the root cause of the smart remote manager intermittently failing to unlock, secured and tightened the cable by fastening it firmly with the screw, verified functionality in hardware test application (hta), where the smart remote manager unlocked and opened without issues. Customer successfully inventoried medications in the refrigerator, and the smart remote manager opened properly throughout testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed to open intermittently, resulting in operational failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.